Event description:
It was reported that the customer had an issue with the insulin pump therapy. The customer was unsure if the problem was the insulin pump, the infusion set or the cannula. The customer stated that she already replaced her infusion set. The customer had been receiving no delivery alarms for the past month. The customer's blood glucose had been ranging from 305 mg/dl to 550 mg/dl. The customer declined troubleshooting at the time of the call due to previous troubleshooting already. The customer stated that her doctor recommended that she receive a new insulin pump. The customer had already reverted to manual injections for a week. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.